Event description:
The customer reported the device displays the message/instruction system failure cycle power and error code 10003. This condition halts operation. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displays the message/instruction system failure cycle power and error code 10003. This condition halts operation. There was no report of pt involvement or adverse pt impact. Philips evaluated the device, confirmed this malfunction, and resolved this malfunction be replacing the control pca.